Event description:
Philips received a complaint by the customer on the v60, indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 had a blank screen. The customer informed the remote service engineer (rse) that the v60 seemed operational but the display was blank. The customer then requested bench repair.

Manufacturer narrative:
H10: at bench repair, the reported issue was confirmed. Bench repair then replaced the light crystal display (lcd) with the 2nd generation lcd. Bench repair replaced the lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The ui pcba was tested, and the failure was unconfirmed. Pil found that this ui pcba passed all testing noted in test #1. This ui pcba was verified to be functional with no error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: at bench repair, the reported issue was confirmed. Bench repair then replaced the light crystal display (lcd) as well as the user interface (ui) printed circuit board assembly (pcba) and touchscreen to upgrade the lcd to a 2nd generation. Bench repair replaced the lcd as well as the ui pcba and touchscreen to upgrade the lcd to a 2nd generation to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.